Event description:
It was reported that during a follow-up check, the implantable cardioverter defibrillator (ICD) was found to exhibit premature battery depletion. The device was explanted and replaced. The patient was stable before, during, and after the procedure.